Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core. There was no contrast visible. The distal end of the guide wire and separated at the polymer coating. The tip had a corkscrew shape. There was no other damage noted to the guide wire. The guide wire could not be tested with a stent delivery system (sds) due to the guide wire being separated. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has previously caused or contributed to patient injury. Device issue: separated guide wire. It was reported that during an attempt to remove the doc wire and another company's catheter, the catheter and the guide wire seemed to separate in several places. The guide wires and catheter were removed from the patient. The procedure was abandoned. The patient was stable post procedure and no guide wire fragments remained in the patient. No additional event or patient information is available.